Event description:
Attorney alleges plaintiff had a capsulotomy and developed multiple physical symptoms including breast hardness, loss of sensation, atypical connective tissue disease, anxiety, stress, pain and suffering.